Event description:
The patient was scheduled for a uterine ablation. The physician used the hydrothermablator endometrial ablation system. At 3 minutes into the procedure the alarm activated, showing a 10cc fluid loss. The physician checked the site for leakage and noted labia majora burns. The physician felt there was more leakage than 10cc. The procedure was terminated.

Event description:
The patient was scheduled for a uterine ablation. The physician used the hydrothermablator endometrial ablation system. At 3 minutes into the procedure the alarm activated, showing a 10cc fluid loss. The physician checked the site for leakage and noted labia majora burns. The physician felt there was more leakage than 10cc. The procedure was terminated.